Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to an intracranial hemorrhage in the right cerebral hemisphere that was confirmed via CT scan. The patient's symptoms included headache. The patient complained of headache, and the treatment included vitamin k. The cause of the event was reported as complexities of medical management. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.